Manufacturer narrative:
The case description states that the controller exploded and started smoking. Inspection of the controller confirmed the occurrence of a thermal event. The outer back cover of the controller showed evidence of thermal damage, and the screen was observed to be cracked and bulged outward. The cracks on the right side of the controller's screen were found to propagate away from a single point. Additionally, inspection of the controller found damage and evidence of melting of the interior plastic housing and internal components. No evidence of thermal damage was observed to the charging port or internal connector within the charging port. External investigation of the controller determined that the thermal damage to the device is consistent with external mechanical damage to the battery. The battery cell was observed to be punctured with the battery windings deflected outside-in, which is consistent with a hole in the battery cell caused by external penetration. A high-density feature was observed within the damaged portion of the battery windings, indicative of internal shorting of the battery windings. Additionally, damage to the back cover was determined to be consistent with a penetration hole, and the location of this damage was found to coincide with the puncture in the battery and the origination point of the screen cracks. The investigation determined that external mechanical force to the back cover of the controller resulted in damage to the battery and internal shorting of the battery windings, which caused the thermal event and extensive thermal damages to the controller. The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured prior to the correction for action res#91127 was implemented. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.1. Cloud - operating system n5004l-am-q-mv01602-06-01.06. Cloud - hardware n5004l. Cloud - cgm sensor type g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's mother reported a thermal event occurred with the patient's omnipod 5 pdm (personal diabetes manager). During the thermal event, the pdm fell to the floor and started to emit smoke. The patient panicked, grabbed the device and threw it out a window, simultaneously cutting their hand on a ceiling fan. Emergency management services (ems) was called, and the patient was transported to the emergency room (ER). The patient experienced bleeding of the hand and required stitches. Further medical treatment was not required. Additionally, the patient's mother reported burn damage to the floor.